Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) from a european spine tango registry between (B)(6) 2021 and (B)(6) 2022, with a total of 37 patients (19 males, 18 females, mean age 66.6 years) who were operated with conduit plif implants. The following complications have been identified: intraoperative surgical complications 8 patients had dural lesion. This is for unknown depuy spine conduit plif implants. This is report 1 of 1 for complaint. A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (health effect - clinical code). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Additional information received: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra): spine tango implant report ¿ conduit plif. The following complications have been identified: intraoperative general complications: - anaesthesiological (n=1). - cardiovascular (n=1). - other (n=1). - pulmonary (n=1). - thromboembolism (n=1). Intraoperative surgical complications: - dural lesion (n=18). - nerve root damage (n=1). - other (n=1). Postoperative (before discharge) general complications: - death (n=1). - other (n=1). - pulmonary (n=1). Postoperative (before discharge) surgical complications: - csf leak / pseudomeningocele (n=1). - implant malposition (n=1). - other hematoma (n=1). Reoperations at any level due to: - non-union (n=1). - instability (n=3). - adjacent segment pathology (n=2). - neurocompression (n=1). - hardware removal (n=2). - implant malposition (n=1). - implant failure (n=2). - failure to reach therapeutic goals (n=1). - postoperative infection deep (n=1). - implant migration or loosening (n=1). - other (n=1). - unknown (n=9). Reoperations at same level due to: - instability (n=2). - adjacent segment pathology (n=2). - neurocompression (n=1). - hardware removal (n=2). - implant malposition (n=1). - implant failure (n=2). - failure to reach therapeutic goals (n=1). - postoperative infection deep (n=1). - implant migration or loosening (n=1). - other (n=1). - unknown (n=5). This is for unknown depuy spine conduit plif implants.